Manufacturer narrative:
Device used for treatment, not diagnosis. Eingartner, c. & wise, k. (2005). Revision of failed ankle arthrodeses. Operative orthopedic traumatology 4/5: 481-501. This report is for an unknown charnley fixator/unknown quantity/unknown lot. UDI: unknown part number, UDI unavailable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after a subsequent review of the following literature article: eingartner, c. & wise, k. (2005). Revision of failed ankle arthrodeses. Operative orthopedic traumatology 4/5: 481-501. (B)(6). A retrospective review of adult patients who had undergone a revision arthrodeses using a synthes charnley fixator between 1988 and 1993. The review included 16 adults (three women and 13 men). There average age of the patients was 48 years with an age range of 27 to 76 years. The patients were having revision surgery after failure of arthrodesis that was septic or aseptic in origin, which was accompanied by pain interfering with weight bearing. Bony consolidation occurred in 15 of 16 patients. Patient 11, (B)(6) a (B)(6) female had fixator removed after seven weeks due to a pin tract infection. This is report 1 of 2 for (B)(4). This report is for an unknown charnley fixator.